Manufacturer narrative:
The complaint was not confirmed and no new issues or errors were observed. All results were within the range specification during control solution testing and when we received the product back, the meter's unit of measure was set to the correct unit of measure which is mg/dl.

Event description:
The customer reported that she was not able to get an accurate reading on her freestyle blood glucose monitor and that the unit of measure changed from mg/dl to mmol/l. As a result, she has been experiencing falling and she fractured and shattered her wrists. Additionally, the customer indicates she had experienced symptoms of a seizure. The customer states she had to have surgery due to her wrist injuries. There was no report of death.